Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. (Patient ID, age, date of birth and weight are unknown). According to the complainant, a "fluid loss" alarm error message occurred during the heating phase of the procedure. No cervical leak occurred and the procedure was aborted. Post-procedure, the physician performed a uterine fibroid resection. Following the resection procedure, the patient experienced hyponatremia and was hospitalized. It is unknown at present what method of treatment, if any, was administered to the patient. Additional follow up information confirmed that the patient has been released from the hospital. The date has not been provided. There were no further complications reported with this event. The patient condition is reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.